Manufacturer narrative:
(B) (4). (B) (4) - vaginal polyps. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a posterior pelvic floor prolapse procedure with plication of the anterior compartment on (B) (6) 2009. Concomitantly, the patient underwent a perineal repair. The patient was discharged on (B) (6) 2009. Post-operatively, the patient developed fibro-epithelial polyps in the lower posterior vaginal wall. The patient underwent removal of the polyps on (B) (6) 2009. Additional information has been requested.